Event description:
A malfunction was reported on the customer's pump, specifically identified as malf 5. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup insulin therapy while a replacement pump was sent by technical support. Additionally, the customer was informed about handling and returning the malfunctioning pump and updating software for compatibility with new sensors.